Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual & microscope inspections revealed that the delivery wire was noted to be kinked 50 & 57cm from the proximal end. The main coil was extensively stretched and it was also broken from the delivery wire at the main junction. Functional testing could not be performed due to the damaged condition of the returned device. The device was confirmed to be in good condition prior to use and the device was prepared as per the dfu. Information available indicated that resistance was observed of coil within the microcatheter. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the coil was broken. No consequences to the patient were reported.